Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. The device was returned for evaluation and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects in the air/water tube and cylinder. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. The foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Olympus will continue to monitor the performance of this device.

Event description:
It was reported that the flex video scope had problems during reprocessing with channel 4. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope had problems during reprocessing with channel 4. The issue occurred during reprocessing. There were no reports of patient involvement.